Event description:
During a follow up performed on (B)(6) 2015 at 13:40 due to patient¿s discomfort, pacing failure and high lead impedance (above 3 kohms) were identified. On the same day at 17:00 another pacemaker check was performed: impedances above 3 kohms and ventricular capture failure were still observed. In arrhythmia episode recorded in aida memory, oversensing episode possibly due to mv sensor pulses was confirmed; therefore, rate response function was re-programmed to off. On (B)(6) 2015 lead impedance was still over 3 kohms and ventricular capture failure was confirmed. A re-intervention was performed on 1 apr 2015. During the procedure appropriate connection between lead and device was confirmed. The lead was not measured by a pacing system analyzer. Under fluoroscopic observation, lead failure was not confirmed. A new pacing system was implanted. Further examination of the explanted lead showed that it was fractured.

Event description:
During a follow up performed on (B)(6) 2015 at 13:40 due to patient's discomfort, pacing failure and high lead impedance (above 3 kohms) were identified. On the same day at 17:00 another pacemaker check was performed: impedances above 3 kohms and ventricular capture failure were still observed. In arrhythmia episode recorded in aida memory, oversensing episode possibly due to mv sensor pulses was confirmed; therefore, rate response function was re-programmed to off. On (B)(6) 2015 lead impedance was still over 3 kohms and ventricular capture failure was confirmed. A re-intervention was performed on (B)(4) 2015. During the procedure appropriate connection between lead and device was confirmed. The lead was not measured by a pacing system analyzer. Under fluoroscopic observation, lead failure was not confirmed. A new pacing system was implanted. Further examination of the explanted lead showed that it was fractured.